Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer's representative, and also from a healthcare provider regarding a patient who was receiving saline, and morphine (unknown dose and concentration) via an implantable infusion pump for non-malignant pain, and other non-malignant pain. It was reported that after a pump was implanted several years ago the pump became frequently problematic, and also failed to give the patient the pain relief they needed. For the last couple of years the patient had saline in the pump and it was stated the pump had become uncomfortable in the abdomen. Since the patient no longer needed the pump they had requested for it to be removed. During the pump system explant, fluoroscopy was used to identify the catheter under the skin, the distal portion of the catheter was noted to have been fractured and had been leaking. There was also some coiling of the spring atthe end of the catheter which seemed to have increased since the pump was implanted. The patient's spine was examined for any catheter fragments, but none could be located. The catheter was removed and the wound was irrigated with bacitracin and closed. The pump was also removed and the wound was irrigated with bacitracin and closed. The procedure took place at (B)(6) medical center. The removal took place on (B)(6) 2010.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported aware date was incorrect. The correct aware date is (B)(6) 2016 as it reflects when the manufacturer received information making the event reportable. Edited to include additional information not previously reported.

Event description:
Information was received from a consumer via a manufacturer's representative, and also from a healthcare provider regarding a patient who was receiving saline, and morphine (unknown dose and concentration) via an implantable infusion pump for non-malignant pain, and other non-malignant pain. It was reported that after a pump was implanted several years ago the pump was frequently problematic and failed to give the patient the pain relief she desired. For the last one to two years, the patient had only saline infusing through the pump. It was stated the pump had become uncomfortable in the abdomen. Since the patient no longer needed the pump it was requested for it to be removed. 1 gram of kefzol was administered at the beginning of the procedure. During the pump system explant, fluoroscopy was used to identify the catheter under the skin, the distal portion of the catheter was noted to have been fractured, however the etiology was unclear. It was noted that prior to the procedure, a dye study was performed where it appeared that the catheter was fractured inside and had been leaking, which may have been part of the reason that the patient's pain control was less than ideal. There was also some coiling of the spring at the end of the catheter which seemed to have increased since the pump was implanted. The patient's spine was examined for any catheter fragments, but none could be located. The catheter was removed and the wound was irrigated with bacitracin and closed. The pump was also removed and the wound was irrigated with bacitracin and closed. The removal took place on (B)(6) 2010. Additionally, the patient was instructed to take oral keflex for the first 10 days following surgery and an abdominal binder was placed.